Event description:
It was reported that the user scanned a glucose sensor and the ilet system indicated an incompatible sensor; the user then placed a new freestyle libre 3 plus sensor, and the call was transferred to the partner manufacturer for sensor replacement support. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included a review of device-use context and coordination with the sensor manufacturer. Investigation of this case revealed an incompatibility between the initially used sensor and the system, which was resolved by placing a compatible sensor. It was concluded, based on previously established findings for similar reports, that the cause was use of an incompatible sensor model.